Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to section h6: component code and type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of difficulty advancing through sheath was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. It was reported that patient's access vessel had a minimal luminal diameter of 6.5mm with mild calcification and tortuosity; however, no 3mensio report was provided for further assessment. It is possible that one or more patient/procedural factors (calcification, tortuosity, and/or steep angle of insertion) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. The complaint of sheath liner delamination was confirmed based on review of provided imagery. Available information suggests that procedural factors (withdrawal of altered balloon profile) likely contributed to the event since it was reported that the balloon became stuck in the sheath during retrieval, suggestive of balloon profile becoming altered post-dilation. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system catching onto the sheath liner. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in the native aortic position. During the tavr procedure, strong resistance was felt when the 29mm commander delivery system (ds) was inserted into the 16fr esheath+. Despite the resistance, the ds was successfully inserted, and the s3ur valve was deployed and expanded. During deflation of the balloon to the ds, blood aspirated, indicating the balloon was damaged. Upon its removal, the ds showed contrast leakage near the valve alignment marker. It was also noted that the deployed s3ur valve was underexpanded and therefore, a second 29mm kit was opened and post dilation planned. While prepping the second ds, a complete atrioventricular (av) block occurred, which persisted to the end of the procedure. A second ds was inserted into the same esheath+ and strong resistance was felt again. Post dilation was performed with 1ml less than nominal volume, which resulted in severe aortic regurgitation (ar). One leaflet was also found to be immobile as confirmed by transesophageal echocardiogram (tee) after pressurization. A tav-in-tav was then planned with a 26mm valve. As the first valve was deployed high at 9:1 (aortic: ventricular) and reached the sinotubular junction, there was concern for sinus sequestration. Thus, left coronary artery protection was planned before proceeding with tav-in-tav. Additional post dilation with the 29mm ds was performed with simultaneous contrast injection to assess coronary flow and determine the risk of sinus sequestration. As coronary flow could not be confirmed, this indicated that the patient was at high risk of sinus sequestration. The ds was then removed from the patient, and its balloon became stuck in the esheath+ and detached. As the detached balloon remained inside the esheath+, the devices were able to be removed as a unit. Upon its removal, the seam of the esheath+ was also found to be damaged. A second 16fr esheath+ was inserted into the patient and while the tav-in-tav details were being discussed, it was noted that the patient's blood pressure normalized. Tee confirmed that all 3 leaflets were moving and that the ar had improved to trivial. The guidewire was removed from the patient's left ventricle and final assessment with aortography showed trivial paravalvular leak. It was therefore decided to not proceed with tav-in-tav. The esheath+ was removed from the patient and peripheral angiography confirmed there was no vascular complications. Thus, the procedure was closed. The patient left the room with a temporary pacemaker in place due to the persistent av block